Event description:
It was reported that the metal tip of depth gauge broke off from the plastic piece of the gauge during an open reduction internal fixation procedure. The surgeon was retracting the gauge when it broke. There was no significant delay or adverse effect on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was performed and no issues were found during manufacture that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was completed: one depth gauge for 2.0mm and 2.4mm screws was returned for evaluation. The needle is broken off even with the face of the slider. The instrument is worn from use in the field. The material checks passed but relevant dimensional checks were not able to be performed due to the damaged condition. Because dimensional checks could not be performed this complaint is indeterminate. A product development evaluation was completed: the needle has sheared off at the interface with the depth gage body. The returned device was manufactured in february 2005 and is approximately 9 years old. Protection sleeve was not returned. One depth gauge for 2.0mm and 2.4mm screws (part#319.006, lot#4934245) was returned for evaluation with complaint category "broke". The needle has sheared off the returned device at the interface with the depth gage body. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of ø1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. It cannot be determined if it was used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. The design is adequate for its intended use and did not contribute to this complaint condition.